Event description:
The customer reported getting a charge button failure.

Manufacturer narrative:
The customer reported getting a charge button failure. The device was evaluated at philips, and the symptom was verified. Replacing the processor pca resolved the issue.